Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the third firing this reload was fired and staples did not properly form. All other reloads fired and formed without issue. The surgeon oversewed the malformed staple line and applied evicel to the area. Case was completed with original device without any issues. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that an ecr60b cartridge reload was received. The reload was received fully fired and with damage on cartridge deck. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. No functional test could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The following information was requested, but unavailable: what other color cartridges were used before and after this event? What was the patient¿s bmi? Was buttressing material utilized? If so, which product?